Event description:
The distributor contacted animas on 06/04/2015 alleging a prime (prime issue); pump gives warning ¿pump not filled¿. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issues was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/30/2015 with the following findings: loss of prime warnings were observed in the pump history. The pump was exercised for 24 hours with no errors, alarms or warnings. The force sensor was found to be detecting force correctly, indicating that the loss of prime alarms were triggered appropriately. Unrelated to the event the pump was found to have a crooked display. The pump was found to be operating within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)